Event description:
It was reported that prior to the implant procedure, it was noted the case sealing of the cardiac resynchronization therapy defibrillator (crt-d) packaging had been removed after the cellophane was removed. In addition, there had been a sticker used and then it was observed that the crt-d was out of the double sterile package. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.